Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. The motor stall and increased pain have been resolved. The pump was shut off. The pump replacement has been tentatively scheduled for friday (B)(6) 2018. The pump will be returned to the manufacturer.

Manufacturer narrative:
The pump was returned, and analysis found motor/feed thru anomaly/shorting across insulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving sufentanil 700 mcg/ml; 135.09 mcg/day, bupivacaine 3.5 mg/ml; 0.6755 mg/day and baclofen (compounded) 20 mcg/ml; 3.860 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient experienced increased pain. The pump was stalling intermittently. The first motor stall was logged on (B)(6) 2017. There were multiple motor stalls and recoveries. The patient did not recently have magnetic resonance imaging (MRI). The pump was refilled on (B)(6) 2018. There were no motor stalls between (B)(6) 2018. There were no electromagnetic interference or magnetic sources present. Elective replacement indicator (eri) was 33 months. There were no known environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting were performed. Surgical intervention was planned but not scheduled. The pump was to be replaced. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.